Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient¿s clinic after receiving an alert notification. The physician was notified that the patient's right ventricular (rv) lead had triggered an alert for out-of-range pacing impedance. The lead currently shows impedances within the expected/normal range. The lead remains in use. No patient complications have been reported as a result of this event.